Event description:
It was reported that a spectrum infusion pump's door was failing to latch. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the reported "door fails to latch" as a door not fully latched alarm. The alarm was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.